Manufacturer narrative:
Other applicable components are: product ID: 3889, serial# (B)(4), implanted: (B)(6) 2015, explanted: active, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an internal neurostimulator (ins) for gastrointestinal/pelvic floor it was reported that the patient had a surgery for a issue not related to the device and a spinal was performed in the l5 area. Patient reported when she woke up she had excruciating pain. The healthcare professional (hcp) performed an x-ray and the lead was out of place by 4cm. A cat scan was performed and the lead was in the right sciatic match. Patient reported they had turned stim off and the pain was cut in half but the pain was still there. Patient tried getting in touch with the hcp, but the hcp had not called back. Patient inquired where the lead was supposed to be placed at. Patient was advised to follow up with the hcp for the reported issues. No further symptoms or complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-33, lot# va103hz, implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional. It was reported that the patient had their lead and battery removed and replaced. No further patient complications are anticipated or expected as a result of this event.